Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported that "on or about (B)(6) 2009" the patient was implanted with an ams monarc sling with the "intention of treating" the patient for "pelvic organ prolapse and/or stress urinary incontinence." "After, and as a result of the implantation of the monarc," it was alleged the patient "suffered serious bodily injuries, including, but not limited to, dyspareunia, frequent infections, extreme vaginal, abdominal and pelvic pain, back and leg pain, erosion and returned incontinence." It was also alleged that the patient "has experienced" significant mental and physical pain and suffering and she has sustained permanent injury."